Manufacturer narrative:
(B)(4): myocardial infarction.

Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. On the same day as the index procedure the pt suffered a myocardial infarction (mi). The investigator indicated that the reported event was possibly related to the study device.